Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned device found that it had been primed up to the in-let port of the check valve. The device was then spiked into an in-house, 1000 ml solution bag filled with distilled water, reprimed by squeezing per the label copy, and observed for issues; the sample primed and flowed normally during this test. The reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported having difficulty priming a clearlink continu-flo solution set. There was no report of patient involvement. No additional information is available.